Manufacturer narrative:
Device used for treatment not diagnosis. Chiu, c.-h., cheng, c.-y., tsai, m.-c., chang, s.-s., chen, a. C.-y., chen, y.-j., & chan, y.-s. (2013). Arthroscopy-assisted reduction of posteromedial tibial plateau fractures with buttress plate and cannulated screw construct. Arthroscopy: the journal of arthroscopic and related surgery. 29(8), 1346-1354. This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article. Chiu, c.-h., cheng, c.-y., tsai, m.-c., chang, s.-s., chen, a. C.-y., chen, y.-j., & chan, y.-s. (2013). Arthroscopy-assisted reduction of posteromedial tibial plateau fractures with buttress plate and cannulated screw construct. Arthroscopy: the journal of arthroscopic and related surgery. 29(8), 1346-1354. The purpose of this study was to present the radiologic and clinical results of posteromedial fractures treated with arthroscopy-assisted reduction and buttress plate and cannulated screw fixation. From june 2002 to may 2006 there was 25 patients with posteromedial tibial plateau fractures treated with buttress plate and cannulated screw technique. The mean age at operation was 46 years. The mean follow-up time was 86 months. Clinical and radiologic outcomes were scored by the rasmussen systems. Subjective data was collected to assess swelling, difficulty climbing stairs, joint stability, ability to work and participate in sports, and overall patient satisfaction with recovery. All 25 patients achieved successful union and 92% had good or excellent clinical and radiologic results. There was one patient with a report of mild pain while walking, one patient with a report of moderate pain while walking and five patients with reported parasthesias over the lateral calf of the lower leg. Arthroscopy-assisted reduction with buttress plate and cannulated screw fixation can restore posteromedial tibial plateau fractures of the knee with well-documented radiographic healing, good clinical outcomes, and low complication rates. This report is for 1 device. There is not sufficient information to file multiple reports. Two of 3 (B)(4).